Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that there was a suspected overdischarge but it was unknown what number it was. As a result the patient experienced a sudden loss of stimulation and therapeutic effect. No physician mode recharge (pmr) was performed but the manufacturer's representative (rep) was planning on seeing the patient in the office on (B)(6) and diagnostic testing and troubleshooting would be performed at that time. It was unknown what the cause of the issue was or if the issue was resolved. At the time of the report the patient was alive with no injury. The rep. Called back on july 1st and stated he was not going to address the overdischarge issue until after the implantable neurostimulator (ins) site was healed. The rep. Later reported on july 6th that they were going to proceed with restarting the patient's battery that week. The rep. Later reported that the patient was being referred to a neurosurgeon for evaluation of the ins pocket since they were unable to bring the patient out of overdischarge because the device was moving in the pocket. Even when adhesive disks were used they were unable to recharge the ins. The patient had an appointment approximately on (B)(6) for evaluation by a new neurosurgeon.